Event description:
It was reported that the patient presented to the clinic to discuss extraction of the lead. It was found that the distal tip separated from the lead body was observed under fluoroscopy. Intervention is planned although, patient decided to get a second opinion outside of the area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that during lead revision, a small hole was ripped into the heart. An emergency sternotomy was performed. The lead was explanted.